Manufacturer narrative:
(B)(6). Additional product codes: hrs, ktt. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an original open reduction internal fixation (orif) of a periprosthetic fracture of total hip stem on (B)(6) 2018. A long broad curved plate was used with cables to fix the fracture. Patient later suffered a new fracture distal to the plate and the surgeon revised the original plate by removing it and replacing it with a 4.5 va-lcp curved condylar plate and cables on (B)(6) 2018. The original construct did not fail. It was removed to revise to a new plate. There was no surgical delay. The procedure was completed successfully. Patient disposition is unknown. This report is for a 5.0mm locking screw slf-tpng with t25 stardrive recess 14mm. This is report 6 of 10 for (B)(4).